Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. There was no impact to the customer's blood glucose level. Contact stated customer's pump was charged to about 40% last night. It was indicated that the customer would use manual injections as alternate insulin therapy.